Event description:
It was reported to technical services on 9/28/11 that this ra lead appears to have noise with 322 mode switches. Rep reports that isometrics cannot reproduce any noise. Last event in log was earlier this morning when she was blow-drying her hair so may be emi. Impedances have been stable. Will discuss with md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).